Event description:
Blood glucose test indicated glucose of 596. Patient dosed additional insulin retested glucose reading result indicated 555. Member then tested using another monitor results of 35. Patient has used other strips from pack other strips appear to provide accurate readings. Dose, frequency and route use: glucose testing 8 times daily, therapy dates: patient has had bd monitor for approx 8 months. Diagnosis for use: glucose monitoring for type I diabetes.